Event description:
The event is reported as: while using the applier on a hernia procedure, the clip was loading and closed instead of opening. No reported patient injury.

Manufacturer narrative:
Sample has not been returned to manufacturer in time for this report. Investigation is incomplete.